Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the inlay implant, the patient experienced hernia recurrence, diastasis, and unable to lose weight. Post-operative patient treatment included revision surgery, bilateral rectus sheath block, removal of mesh, and repair of incarcerated ventral hernia with mesh.